Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on april 6, 2021, the patient underwent removal of proximal femoral nailing system (tfna) nail, tfna fenestrated screw and unknown locking screw due to non-union. While trying to unlock the tfna fenestrated screw the flexible hexagonal screwdriver broke. All the implanted devices are removed. Patient outcome was successful. This report captures the postop event of hardware removal due to non-union and related complaint (B)(4) captures the intraop event of screwdriver breakage during removal. This report is for one (1) unknown locking screw. This is report 3 of 3 for complaint (B)(4).